Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving morphine (unknown concentration/dose) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient had their pump replaced on (B)(6) 2015. The patient reported that "something leaked and morphine leaked into the patient's stomach." The patient "went back and fixed the port." The patient was released from the hospital but swelling had not gone down. The healthcare provider (hcp) had done several CT scans , that showed no leak. The patient refill's had all been the correct amount. The patient stated that , "they thought it was a hematoma, but that wasn't it." In (B)(6) of 2015, the patient had a CT scan that showed a small hematoma. They thought that might have been the cause of the swelling and drained it. It was noted though that "it was not the cause of the swelling." A dye study was done in (B)(6) of 2015 and they found "pooling and a leak." The hcp wanted to do a repeated dye study. The patient stated on (B)(6) 2015, a repeated dye study was done and it showed "no leaking or pooling," the hpc was cutting the pump down by 10% each refill to see if that was causing the swelling. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.